Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. A review of all batch record documents for potentially associated lot number, 12k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as (B)(4).

Event description:
This is report 3 of 3. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unknown indication. Treatment was not reported. Patient outcome was not reported. Two days later, the patient was discharged from the hospital. The nurse declined to provide further information.